Manufacturer narrative:
Continuation of d10: product ID 97745bp (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their device wasn't working anymore. Patient said they had been through this before and had reset the controller several times, but when they went to charge the implanted neurostimulator, they would get a message that said there was not enough charge in the controller. Patient said they would start with controller at 100%, but the controller would drop to 70% and wouldn't charge the implant. Patient also said they were having a lot of pain because they weren't able to charge their implant and the stimulation kept going off and they had to manually turn stim back on whenever they could. Troubleshooting was unable to be performed to check for damage as patient mentioned they were legally blind. Patient confirmed the back of the controller was smooth and did not have a bump (indicating not a larger battery pack). The issue was not resolved. An email was sent to the repair department to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded that circumstances that led to reported event were that charger read "inadequate charge" and would not charge battery. Patient stated that battery removal of the ptm helped resolved the issue. Patient reported that issues has been resolved.